Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. 510k: this report is for four unknown screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 due to knee pain and one (1) tibial nail and four (4) screws were explanted. The patient was initially implanted with a nail and four screws on an unknown date. There were no reported issues with the initial surgery. It was noted that the patient healed; however, reported knee pain on an unknown date. The hardware was removed easily removed and fully intact. There were no reported issues with the hardware. The surgeon did not implant any new hardware. The removal surgery was successfully completed with no surgical time delay and no other medical or surgical intervention. The patient status outcome is unknown. This report is for four unknown screws. This is report 2 of 2 for (B)(4).